Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge their scs ipg for over a year due to unrelated health issues. In turn, the ipg was confirmed inoperable. Surgical intervention was performed wherein the scs ipg was replaced. The issue was reportedly restored post-operatively.